Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parents reported via phone call that customer had high blood glucose value. Customer¿s blood glucose value was 400mg/dl and then another value was 120mg/dl. The insulin pump was saying he was low and was treated with bolus for the low and then it went high. Customer did not allege pump was under delivering. Later, blood glucose value at the time of incident was 70mg/dl and was treated with food. Customer was not using auto mode. Insulin pump will not be returned for analysis.